Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed. The procedure was successfully completed with another device (device name and manufacture unknown). There were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and bent stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed the working length of the stent was bent. The push catheter was kinked near the distal end close to the ro marker location. The pull wire assembly was bent at the handle and was several other locations. The ramp window was damaged. The twisted wire assembly along with the guide catheter was exposed outside the push catheter through the ramp window. The proximal end of guide catheter was torn and the working length of guide catheter was kinked at several locations. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against lot number 13289214.